Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp indicated that they had changed the supply bag. The technical service representative (tsr) advised the hp to start over with new supplies and the hp stated they would finish therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿troubleshooting¿ instructs the user on causes and correctional steps for system error 2240 alarms. Sections ¿warnings and cautions¿, ¿perform therapy¿, and ¿troubleshooting warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.